Manufacturer narrative:
An outside of united states (ous) customer reported a discrepancy in measuring units for urinary cerebrospinal fluid protein (ucfp) patient samples obtained on an atellica ch 930 instrument. Based on the information provided, the customer thought that a conversion factor would be automatically applied when changing the concentration units in the test definition. The customer was able to properly convert the assay by resetting the reagent and adjusting the appropriate qc and calibrator definitions. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported a discrepancy in measuring units for urinary cerebrospinal fluid protein (ucfp) patient samples obtained on an atellica ch 930 instrument. The customer had changed the ucfp untis to mg/l however all generated results output mg/dl. The customer thought that a conversion factor would be automatically applied when changing the concentration units in the test definition. Customer confirmed there was a delay due to this event. There are no known reports of patient intervention or adverse health consequences due to the event.